Event description:
It was reported that high capture threshold values were observed on the left ventricular (lv) lead. The suspected cause of the event was unspecified patient factors. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray of the lead found no anomalies to the lead body. The s-curve hump height was measured within specifications.